Manufacturer narrative:
The cycler was returned for evaluation. Turning the received cycler on, showed that the display was dark. An internal inspection of the cycler showed that the inverter board on the front panel assembly was heat damaged. The inverter board supplies the dc voltage which illuminates the lcd display. The internal, visual inspection of the received cycler unit encountered no other discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported when he set up lfor treatment, the screen was very dim and when he woke up the screen was blank so he tried rebooting the cycler but the screen was still blank and the stop button stayed lit. Technical support advised the event required replacement of the cycler. Technical support recommended discontinuing use of the cycler until the replacement cycler arrived and contacting the patient's nurse to report the replacement and find out what to do for treatment in the meantime. During follow up the patient reported switching to manuals until a new cycler arrived. No adverse event reported. During evaluation the inverter board on the front panel assembly was found to have thermal damage.